Event description:
A pump declared an alarm during the loading process, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, leading to the decision to replace the pump. The customer will use an alternate form of insulin therapy, mdi, while waiting for the replacement. Technical support confirmed the shipping details, provided instructions for putting the pump into storage mode, and instructed the customer to return the problematic pump using a pre-paid label within 10 days.